Manufacturer narrative:
Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: april 01, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a lateral blade was broken upon receipt on (B)(6) 2016. There was no patient involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the investigation of the complained article (part u22-754275) shows that the package was ripped at one side and put back together with tape. Two (2) of three (3) forks on the blade are broken off. One of the broken forks is missing and was not returned. On the package, there are indentations visible which were caused by the forks. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot aj73505 was manufactured in april, 2015 in a quantity of (B)(4)parts. Based on the received information alone, the exact cause of this complaint cannot be determined. It is likely that the blade could have been subjected to improper storage during transport in combination with a heavy impact, which finally led to the complained issue. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.